Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2012. Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The superior vena cava coil defibrillation lead impedance was 720 ohms on (B)(4) 2016. The right ventricular defibrillation lead impedance was 340 ohms on (B)(4) 2016.

Event description:
It was reported that the impedance spiked and is now high on both the right ventricular and superior vena cava coils of the right ventricular lead. The lead also has a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.